Manufacturer narrative:
Report source: (B)(6).

Event description:
It was reported that during a revision acl surgery the outer layer of the screw crumbled as it was halfway in. All the broken pieces were removed successfully using a grasper and no product was used after. No significant delay or patient injuries were reported.

Manufacturer narrative:
One 72204404 biosure regenesorb 9mm x 25mm screw returned. The complaint stated: ¿the outer layer of the screw crumbled as it was halfway in.¿ this implant was received in extremely poor condition. Dimensional inspection verifies that this was a 9x25mm product. The thread conditions range from rolled over to missing material. The phillips head shows light stripping had begun. The outer diameter edges are distorted; rolled, burnished and peeling. Symptoms indicate threads met with resistance, force and over-torque. No root cause related to the manufacturing of this device was confirmed.